Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient experienced a granuloma in the stoma which was treated with 4 weeks of an unknown oral antibiotic. It resolved in late (B)(6) 2021. After approximately 1 week, the granuloma reappeared. On (B)(6) 2021, the patient was examined and the stoma was practically healed. The patient continued treatment once a week at the outpatient clinic with good mobilization of the tube.